Event description:
At approx 0730 hrs, in 2002, a resident was being wheeled down to the dining room in resident's personal wheelchair. While the resident was being pushed in the wheelchair, the cna noticed that the resident was starting to lean forward. After stopping at the nurses station, which is on the way to the dining room, to see what could be done about the leaning forward, the cna was informed to take the resident to the t.v. Room and placed in an easy chair for a while. The cna started to go to the t.v. Room when all of a sudden the back of the seat on the wheelchair popped up and the resident was thrown forward onto the floor. The resident landed on resident's face and then rolled over onto one side. When the nursing staff checked the resident out, they could not get any type of response and noticed several facial injuries on face. The resident was taken to the ER for treatment. Nursing staff notified the engineering dept and took the wheelchair out of service. The engineering staff at hospital checked the wheelchair out and discovered that it was not broken and that the seat was not broken. Reporter attempted to recreate the same action on the wheelchair that caused the resident to be flipped forward. By pushing on the front of the seat, reporter was able to get back of the seat to release and pop up. This would then cause the occupant of the wheelchair to move forward and continue the action of forcing the occupant out of the wheelchair and onto the ground. At this time reporter went deeper into the design of the wheelchair and the seat. Reporter was able to determine that the wheelchair did not break causing the seat to pop up and throw the resident onto the floor. The seat consisted of three sections: 1. Seat cushion with name on the side of jay 2. 2. Metal frame work that the cushion sat on, with what appears to be the invacare label. On top of this label a piece of velcro was attached only a small end piece of the labeling sticking out. 3. Palmer cushion mounted on the front of the seat. The palmer cushion mounting bracket is located under the front edge of the seat frame. When the wheelchair was ordered for the resdient, it came with a naugahyde seat with the jay 2 cushion on top of naugahyde seat. Later supplier placed the palmer cushion on the wheelchair and replaced the naugahyde seat with a metal frame seat. The framework for the palmer cushion mounts under the front of the seat frame and to the front edge. The seat frame is mounted to the frame of the wheelchair by four "j" shaped hooks. Each corner of the frame work had the "j" hook. The "j" hook had holes on the side of the "j" and nothing on the rounded part of the "j". The framework of the wheelchair had some holes on the top where the naugahyde attached but they did not line up with the metal seat frame. Also on the frame work of the wheelchair, reporter did not see any type of holes or any way of attaching the "j" hook to the frame. The "j" hooks just slipped over wheelchair frame work and hung there. By lifting the front or back of the seat framework one can remove the complete seat or tip it up in any direction. Reporter was able to lift up one corner of the seat frame. At no point could reporter see how the framework for the seat could be attached to the framework of the wheelchair. Supplier was contacted to check the wheelchair out to see what was wrong. On april 2002 the wheelchair was picked up and taken with them. The next day, the chair was brought back to hosptial. Upon checking the wheelchair reporter discovered that two items were attached to the framework to the wheelchair. The items are located at the rear of the framework next to the back of the wheelchair. The two clips or attachments have a bar that slides back and forth and lock the metal seat down so that the rear will not flip up. By moving the lever forward a bar moves over metal seat frame and prevents it from moving upward and come off the framework of the wheelchair. The resident sustained lacerations requiring 4 stitches located on the left side of forehead, laceration that was steri stripped on face, bloody nose, contusion (black eyes) both eyes and probably fractured nose. The resident was monitored for some time by the hospital staff due to the concussion received.